Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0llsl, implanted: (B)(6) 2014, product type: lead; product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis of the implantable neurostimulator revealed that the setscrew was backed out too far.

Event description:
It was reported that a physician had a difficult time tightening the screw on the implantable neurostimulator (ins). It would not torque down in the normal fashion. When an impedance check was performed, over 75 percent of the configurations had high impedance and values greater than 4000 ohms. The physician unscrewed the ins from the lead, cleaned off the lead, and reinserted it into the ins. The ins was placed into the pocket and impedances were retested. This had the same results and was attempted multiple times. Stimulation was not felt intra-operatively as the patient was under general anesthesia. The physician didn¿t feel comfortable with the impedances and the performance of the screw not tightening and loosening correctly. The cause of the issue was not determined. The device was not implanted and a new ins was opened and used instead. The product issue was resolved. There were no patient symptoms or complications associated with the event and no patient injury.